Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms; the current occlusion occurred during bolus delivery. The customer indicated that after the alarms, insulin delivery was resumed without changing any supplies to the pump. The customer's blood glucose (bg) level was 390 mg/dl and a correction bolus was delivered to address the bg level. As the customer's insulin level was low in the cartridge, a system check was unable to be performed to determine a possible cause of the occlusion. The customer indicated that the supplies to the pump were going to be changed.